Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. In addition, one channel was disabled due to non-auditory perception. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user reported to still have access to sound with the device but there has been a gradual worsening in hearing performance since (B)(6) 2020. She noticed that at times there is an oscillation of the sound and sometimes the sound is ''muffled''. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported to still have access to sound with the device but there has been a gradual worsening in hearing performance since (B)(6) 2020. She noticed that at times there is an oscillation of the sound and sometimes the sound is ''muffled''.